Event description:
Customer reported to beckman coulter, inc. (Bec) that calcium was failing calibration on the synchron lx 20 clinical chemistry system due to sample noise. Customer reported that all other ion selective electrode (ise) chemistries passed calibration and quality control was "ok." The customer reported that the electrolyte injection cup (eic) was overflowing. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment bec field service engineer (fse) fse found the eic valves plug was disconnected. The fse reconnected the plug per established procedures and resolved the issue.

Manufacturer narrative:
(B)(4).